Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced while programming an infusion. The device evaluation confirmed the #9 key to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #9 key will occur following the selected key's function. Evaluation also found the #9 key was damaged due to impact, which made the key inoperable. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump's #9 (yz) key was sticking. Any patient involvement, injury or medical intervention is unknown.